Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the ipg site was revised.

Manufacturer narrative:
The ipg revision date should have been (B)(6) 2019 instead of (B)(6) 2019.